Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test and alarmed a33 error during prime/a33 test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had motor error issues and now it keeps resetting and alarming a compromised force sensor system alarm. Customer was sleeping when the pump started alarming. Customer stated that she took a trip recently and went through a metal detector. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer stated that the insulin is squirting out during the manual prime process. Customer is unable to exit the preparing to prime loop. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.